Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The sample was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient was having recurrent pulmonary embolus with a previously implanted inferior vena cava filter in place. Vena cavagram demonstrated that there was a clot within the filter and the filter was slightly tilted. The patient was scheduled for deployment of a second inferior vena cava filter. The vena cava filter was deployed successfully via the jugular vein. Vena cavogram performed demonstrated the filter was in good position just above the previously inserted filter, but below the renal veins. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter was allegedly unable to be retrieved. No filter retrieval attempts were reported. Based on a review of the medical records received, it was reported that a vena cava filter was deployed for recurrent pulmonary embolus due to tilt of a filter already in place. The vena cava filter was successfully deployed in good position above the previously implanted filter, but just below the renal veins. The patient was in satisfactory condition at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was having recurrent pulmonary embolus with a previously implanted inferior vena cava filter in place. Vena cavagram demonstrated that there was a clot within the filter and the filter was slightly tilted. The patient was scheduled for deployment of a second inferior vena cava filter. The vena cava filter was deployed successfully via the jugular vein. Vena cavogram performed demonstrated the filter was in good position just above the previously inserted filter, but below the renal veins. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a filter was successfully implanted in the infrarenal position above a previously implanted filter for protection against recurrent pulmonary embolus. There was no alleged deficiency with the second filter within the medical records provided. The complaint investigation is inconclusive for the reported event. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post filter deployment, the patient presented with complaint of shortness of breath. A vena cava filter limb reportedly detached, migrated and perforated the ivc, no attempt is made to remove the filter or detached limb. The patient status at this time is unknown. New information received - it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter was allegedly unable to be retrieved. No filter retrieval attempts were reported. Based on a review of the medical records received, it was reported that a vena cava filter was deployed for recurrent pulmonary embolus due to tilt of a filter already in place. The vena cava filter was successfully deployed in good position above the previously implanted filter, but just below the renal veins. The patient was in satisfactory condition at the conclusion of the procedure. No additional information was provided in the medical records received.

Event description:
It was reported that approximately three years post filter deployment, the patient presented with complaint of shortness of breath. A vena cava filter limb reportedly detached, migrated and perforated the ivc, no attempt is made to remove the filter or detached limb. The patient status at this time is unknown.